Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to confirm bluetooth settings and found no dexcom devices listed. Patient was then instructed to disable then re-enable bluetooth, close all applications running the background, then manually enter the transmitter ID, which was unsuccessful. Patient tried a different sensor and was able to pair successfully. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.